Event description:
Upon interrogation of the involved device, a decrease of the battery voltage was observed, which was unexpected considering the device age and operation.

Event description:
Upon interrogation of the involved device, a decrease of the battery voltage was observed, which was unexpected considering the device age and operation.